Event description:
It was reported that treatment was attempted on a mid lad lesion in an ami pt. After pre-dilatation, the penta stent delivery system (sds) was used and unusual resistance was felt as the sds was advanced in the guiding catheter. The sds then got stuck in the vessel prior to reaching the target lesion. The stent was implanted there in the vessel, which had a 50% lesion; however, a stent implantation in that vessel segment had not been planned. Another sds successfully passed through the implanted stent to successfully treat the intended target lesion.